Manufacturer narrative:
Additional information was received; however, it remains unclear whether there was any device malfunction at the time of the event, and the monitor was removed from service. It is reiterated that the customer indicated the event was related to the staff not paying attention to alarms. Based on the information available, there was no allegation of malfunction which caused or contributed to the reported death; however, a use error in not responding to alarms was a factor. We were unable to confirm if there was a product malfunction. A clinical harm review was performed, and the reported event of patient death was reviewed by pms clinical expert. This event is assessed as possibly related to use error. It remained unclear whether there was any device malfunction at the time of the event, and the monitor was removed from service. It is reiterated that the customer indicated the event was related to the staff not paying attention to alarms. Further, this event is assessed as labeled and predicted in the intellivue patient monitor safety risk assessment, risk ID pf-03. No further action is required. Multiple attempts were made to obtain additional information, including customer information, device logs, operational status and patient information, with no response from the distributor. No further information was provided; therefore, the device operation was not able to be confirmed. The investigation concludes that no further action is required at this time. The following fields were corrected based on new information received: d1, d2, d4, g4.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the patient's condition deteriorated and they subsequently passed away. The customer indicated this event was related to the staff not paying attention to alarms. Based on this information, there was no allegation of malfunction which caused or contributed to the reported death; however, a use error in not responding to alarms was a factor.